Event description:
New information received notes that another episode of t wave oversensing was observed. Programming changes were recommended and will be made during the next follow up.

Event description:
It was reported that multiple episodes of non sustained rv oversensing due to post paced t wave oversensing was observed on the ventricular channel. Programming changes were made. Device remains implanted.